Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that the pump emitted call service (cs) 0064-0001 alarm. The patient stated that he replaced cartridge and tubing twice and the same problem occurred. The alarms continued to occur. Follow-up was made on (B)(6) 2013 and the patient reported that while he was off the pump due to cs alarm 064-0001 (alarm would not clear). The patient was not using lantus and he had a high blood glucose (bg) of 500mg/dl with frequent urination, lack of concentration, lethargy and headache while waiting for replacement pump to arrive. The patient stated he was using syringes of novolog to cover food. The patient refused to get lantus because since he had to pay out of pocket. The patient stated that he aware that the high bg protocol was to use lantus but he chose not to. The patient reported that he did not require medical attention and he corrected via syringes and when replacement pump arrived he resumed pump therapy, bolused via pump and about three to four hours later bg decreased to target. Customer support (cs) reviewed with the patient the need to follow alternate delivery method per healthcare professional instructions and reviewed loaner pump program. This report is being made due to the alleged hyperglycemic event the patient experienced due to an alleged call service alarm issue.